Manufacturer narrative:
The device was received for evaluation. During functional testing, an failed the downstream occlusion test occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an failed the downstream occlusion test during testing. There was no patient involvement. No additional information is available.